Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection and vegetation on leads. The physician opted to place temporary pacing system via right jugular vein. There were no additional adverse patient effects reported. This lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.